Event description:
It was reported a guidewire detachment occurred. The target lesion was in a moderately tortuous and severely calcified left anterior descending artery (lad). A rotapro 1.50mm and a rotawire 330cm were selected for treatment the target lesion. The rotapro was inserted via dynaglide mode into the body. The brake defeat button was decompressed. The rotawire rotated stronger than usual, causing the rotawire to twist. The rotawire was damaged due to unstable speed caused by the rotation. The spring tip of the rotawire separated. The speed was not set as the device was in dynaglide mode and a speed of 70,000rpm was observed. The devices were removed without any patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection did not identify any damage or irregularities to the device. The annulus of the burr was microscopically inspected for damages related to continuous interaction between the rotating burr and rotawire to indicate interaction between the burr and rotawire. During inspection, the annulus of the burr appeared to be rounded and did not have damages related to interaction with the rotawire. Functional testing was performed using a test rotawire, as the rotawire used in the procedure was not returned for analysis. The test rotawire was able to be fully inserted and removed with no resistance or issues. For the purposes of additional testing, the test rotawire was reinserted. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The knob switch (ablation button) was pressed and the device rotated with the test rotawire within the device. Abnormal rotation of the rotawire was not observed during operation of the returned device. However, it was observed during rotation that the displayed rotation speed was 85,000 to 90,000 rpm while the device was operated in normal mode. It was noted that the device rotation sounded normal despite the discrepancy in displayed rotation speed. Product analysis could not confirm the reported fractured rotawire, as there were no damages to the device that would indicate interaction with the rotawire and the alleged rotawire was not returned for analysis. The reported unstable speed was able to be confirmed, as the displayed speed of the console did not match the speed of the console during analysis.

Event description:
It was reported a guidewire detachment occurred. The target lesion was in a moderately tortuous and severely calcified left anterior descending artery (lad). A rotapro 1.50mm and a rotawire 330cm were selected for treatment the target lesion. The rotapro was inserted via dynaglide mode into the body. The brake defeat button was decompressed. The rotawire rotated stronger than usual, causing the rotawire to twist. The rotawire was damaged due to unstable speed caused by the rotation. The spring tip of the rotawure separated. The speed was not set as the device was in dynaglide mode and a speed of 70,000rpm was observed. The devices were removed without any patient complications. It was further reported that the rotawire did not fail to release. The procedure completed with the same rotawire.